Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing when using the device. There is no report of any accident or trauma. Re-implantation is scheduled for (B)(6) 2019.

Manufacturer narrative:
Device investigation points to a damage to the lead wire of the conductive link most likely caused by the reported extrusion of the conductive link in the radical cavity. The problems given in the patient report seem to be congruent with the damage found. This is a final report. Note: product serial number has been corrected.

Event description:
The user reported a sudden loss of hearing when using the device. There is no report of any accident or trauma. The external parts were exchanged but the issue was not resolved. The user has a radical cavity. In situ testing was indicative of a device malfunction. The device has been explanted.